Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A consumer reported that immediately following an intraocular lens (iol) implant procedure on his left eye, he experienced blurred vision, like a fog or haze over the eye. He has also experienced significant glare in certain lighting conditions. The consumer has consulted with two different surgeons in the last six months, however his symptoms have not improved. The consumer indicated that the most recent surgeon he saw informed him that there appears to be a defect in the lens seen under the microscope. Additional information was received from the second surgeon (non-implanting surgeon), which indicated that a small, discreet haze was observed on the optic inferonasally. In the surgeon's opinion, there are two possible causes for the patient's glare: small haze on optic and superior iris atrophy. It was also noted that trace posterior capsular opacification (pco) was observed. Additional information has been requested.